Event description:
The hub of a 3.0 x 23mm cypher select plus stent was cracked. This was noted prior to inflation, while attaching the product to the inflation device. The product was not clinically used on the pt. The procedure was completed with another product.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.